Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited an error message. On (B)(6) 2016 a device software download was performed which resolved the error message. The patient would continue to be monitored.